Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and observed a crack at the side of the welded cassette. Further specified as "where the cassette sheeting is separated from the cassette". The sample underwent leak testing and a leak was observed at the crack. The reported condition was verified. The most likely cause of the crack was due to the cassette coming in contact with a solvent during sterilizing after the pouch was opened. The instructions for use include warnings to avoid contact with alcohol, bleach, hydrogen peroxide, or alcohol containing antiseptics to prevent such damage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were cracks in six (6) homechoice cassettes. This was identified during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.